Event description:
The patient experienced withdrawal symptoms. A catheter break/ tear/hole was noted. The partial catheter was replaced on (B)(6) 2012. There was no patient injury. It was noted the patient "recovered with sequela". Further details regarding any sequela were not reported. A follow-up report will be sent if additional information becomes available. Drug delivered via the device was baclofen.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Event date is the reported date of device explant due to reported withdrawal symptoms. Actual date for onset of symptoms is unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the partial catheter revealed a hole or torn catheter body caused by the metal pin of the pump connector poking through.